Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a t2scn surgery; while drilling the proximal screw hole, the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a (B)(4) surgery; while drilling the proximal screw hole, the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.